Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that the remaining time on dialysis (rtd) and ultrafiltration (uf) clocks were not counting down during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine. It was also reported that the trending screen showed 2 hours and 10 minutes remaining, while the home screen showed 3 hours and 45 minutes remaining. The patient's treatment was completed and there was no reported harm or injury. Multiple attempts have been made to obtain additional information, and thus far, no further details have been provided.